Event description:
Same case as manufacturer's report # 6000089-2006-00526. It was reported that during a pta/stenting treatment procedure involving the right iliac artery, the symphony biliary 10-40/7/75 stent did not correctly deploy. A second device was used and the same problem occured. A third symphony biliary stent was used and the procedure was successfully completed. No pt injuries or complications were reported. The pt status is reported as 'fine'.